Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on a patient for treatment to improve myocardial oxygen supply and reduce aortic systolic pressure (post negative), reduce heart work and increase cardiac output. During use, the iabp shutdown many times. After restart, the iabp continues to run. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp shutdown occurring many times is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on a patient for treatment to improve myocardial oxygen supply and reduce aortic systolic pressure (post negative), reduce heart work and increase cardiac output. During use, the iabp shutdown many times. After restart, the iabp continues to run. There was no report of patient complications, serious injury or death.